Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that some days the programmer would increase stimulation and some days it would not. It was determined that the patient was turning stimulation on and off and was not using the sync key to connect with the implant. The patient was able to adjust stimulation and was set at 3.45v. The patient experienced a return of symptoms since their fall in december. The issue had resolved, but the day before yesterday or yesterday bowel and bladder incontinence returned. The patient thought the symptoms were back because they could not feel stimulation. When stimulation was increased, the patient could feel it and their symptoms were fine, but when they couldn¿t feel it, their symptoms returned. The hcp recently increased and the patient increased today to 3.45v and they were not feeling stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s implant wasn¿t working. The programmer was working though. Only the patient¿s daughter was taught how to use the programmer and the patient wasn¿t taught how to use it. The surgical procedure was tough on the patient and they had the implant for bladder and bowel control. The patient communicated with the programmer and implant and the implant was off. At the time of the call, the patient wasn¿t feeling stimulation either. The implant was turned back on and the patient was set on program 2 at 3.10v. The patient turned it down to 0.95v to make it feel more comfortable. The patient had symptoms of diarrhea the last couple of days and their daughter was making adjustments at the time. The patient now felt stimulation in the pelvic floor area. Four days later it was reported that the patient was not being able to make adjustment both with or without the antenna attached to the patient programmer. Multiple attempts were made to sync with the implantable neurostimulator (ins) and it only showed the no telemetry on the patient programmer. The patient was not feeling stimulation. The patient had fallen 2 weeks ago back on their tailbone and they were sore and had an anal ulcer. The patient was seen in the ER and they told them that they didn¿t break anything physically. The patient thought the fall may have affected their system, but they were not sure. The patient lost stimulation again on (B)(6) 2014 and hadn¿t had it since then. The patient¿s granddaughter usually helped with their system, but they were not available at this time. The patient replaced the batteries in their programmer today, but that didn¿t address the telemetry issue. The patient had not been seen by a manufacturer representative or their health care provider (hcp) since they started having issues with the stimulator. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).